Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing had a small leak located just below the upper fitment in the silicone pumping segment. The second tubing that replaced the first created an error alarm with the pump display reading "IV set". The slide clamp felt loose and the pump would not function. The channel was changed and new tubing was placed with no problems. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak in the silicone pumping segment just below the upper fitment was confirmed. Visual inspection under magnification showed a tear in the silicone segment atop the edge of the upper fitment, measuring approximately 0.03 inches in length. Functional and pressure testing confirmed leaking from the tear. The cause of the leak was identified as a tear in the silicone segment. The cause of the tear is unknown.